Event description:
A medtronic representative reported that during a thoracic/lumbar fusion the distal tip of the solera driver sheared off during screw placement. The surgeon used a non image guided screwdriver to complete the case. No negative impact on the patient outcome was reported.

Manufacturer narrative:
The patient weight is not available. The site has not chosen to replace the driver at this time. Suspect driver has not been returned for further evaluation.